Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump wake button was difficult to press and the usb port was "slightly misshapen" making charging difficult. There was no reported impact to customer's blood glucose. Customer declined to provide further information and declined additional follow up from tandem technical support.